Event description:
Additional information from the manufacturers' representative reported that the patient never went back to the physician and never got the device interrogated. There were no changes and no further information.

Manufacturer narrative:
(B)(4).

Event description:
The health care provider (hcp) via manufacturing representative reported seeing a power on reset (por) message during interrogation at an appointment. The manufacturing representative was going to check to see if the patient was reprogrammed after the por was cleared. Cause, actions, symptoms, and outcome remain unknown. Follow-up was conducted to obtain additional information.

Event description:
Additional information received from the manufacturing representative reported that she was scheduled to see the patient on (B)(6) 2015 but the patient cancelled the appointment. She spoke with the patient's physician on the phone and no troubleshooting had been performed yet, as the doctor's office did not have a clinician programmer, which is needed to clear a por.